Manufacturer narrative:
(B)(6). (B)(4). The product has been returned. However, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the jaws will not cut on a pituitary. No patient complications were associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.